Manufacturer narrative:
Additional information: section h imdrf annex codes a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-jun-2011 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that tower door was broken. A field service engineer found tower door 8 damaged after patient bed collision; requires new hinge mold, hinge pins, rivets, door handle mold, and clear door panel; fse then replaced cracked handles on tower doors 2 & 3; completed follow-up repair on bottom right-hand door initially inspected, replacing hinge pins, molded door molds, and plexiglass panel and door was functional and secure. The system functioned as intended after the field service engineer repaired the device

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower door was broken from the hinge. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower door was broken from the hinge. However, there were no delays or adverse events or injuries reported based on this event.